Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blender pca was replaced to address the issue. In addition of the above evaluation, trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43 micron filter were replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.